Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 45 mg/dl at the time of incident and current blood glucose level was 156 mg/dl. Customer treated low blood glucose with food. Customer was using auto mode feature on insulin pump. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose event. It was also stated that the insulin was squirting from end of set before connecting at their site. Customer not alleging that the insulin pump was over delivering. The device will not be returned for analysis.